Event description:
False positive result(s). Pregnant customer was exposed to covid positive patient on friday. Took pcr monday and was negative. Took two test with ff in the evening and tested positive and two additional on tuesday and one more on wednesday and all were positive. All pcr tests were negative. Took binax and quickvue on thursday and results were negative. Does not have symptoms and fully vaccinated.

Manufacturer narrative:
Final product manufacture and qc record for cov1120066 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retained cov1120066 can meet the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.